Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is a duplicate of MDR reference # 1820334-2025-00096. This complaint is being cancelled, no further reports will be submitted under 1820334-2025-00028. Reference 1820334-2025-00096.

Event description:
This complaint is a duplicate and is being cancelled. Reference MDR report 1820334-2025-00096.

Event description:
The patient had bladder lithotripsy surgery, before the operation began, the nurse opened the package of the ncircle tipless stone extractor and found that the root of the basket handle was broken and could not be used during the examination of the instruments, and then immediately replaced it with a new basket, to complete the procedure. A picture of what appears to show the outer support sheath broken was provided by the customer. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.